Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal vancomycin (500 gram, one bag per day, duration not reported), reflin (1 gram, one exchange a day, route and duration not reported), amikacin (500 milligrams, one exchange per day, route and duration not reported) and ceftazidime (500 milligrams, one exchange per day, route and duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.